Manufacturer narrative:
The reported issue of the unit zooming on its own was not duplicated or replicated. The issue was resolved for the customer by the technician confirming the unit was fully functional with no defects or malfunctions identified.

Event description:
Zoom drive unintentionally engaged and resulted in trapping an employee against a wall. As a result, the employee had bruising on their back.

Event description:
Zoom drive unintentionally engaged and resulted in trapping a patient against a wall. However, no medical intervention or clinically relevant delay in treatment was reported at this time. At this point, it is not known if this was the result of a product malfunction or user error. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.